Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were at the half of the procedure in a laparoscopic gastric bypass, the seal of the trocar was damaged and they heard the trocar was leaking co2. They continued with the procedure and co2 leakage was heard through out. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. A functional evaluation found that the device passed an air leak test. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.